Event description:
Customer alleges potential false negative troponin (tni) result with meter. Pt had a chest x-ray. Results were not provided. Pt was not catheterized. No other treatment was identified. Multiple attempts were made to retrieve additional info from customer. Customer refused to further discuss pt's clinical outcome.

Manufacturer narrative:
Investigation pending.